Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call indicating excessive air bubbles in reservoir. Customer states that issue had occurred for years. Customer's blood glucose was 300 mg/dl. Customer states that blood glucose fluctuated from 55 mg/dl, 59 mg/dl, 70 mg/dl and 80 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer made a mistake and did not run enough insulin to clear air bubbles. Customer also reported that due to pierced hole in reservoir, insulin leaked into reservoir compartment. After troubleshooting, customer was able to resolve issue with set change.